Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was not feeling stimulation since (B)(6) 2016. The patient's sensory perception was diminished from their multiple sclerosis (ms), but they typically felt stimulation when adjusting and it was intermittent. The patient had a return of symptoms and an increase in accidents since (B)(6) 2016. The patient had the poor communication screen on the patient programmer with and without the antenna attached on (B)(6) 2016. The patient was not being able to connect with the patient programmer. The circumstances that led to the return of symptoms, lack of stimulation sensation, and poor communication were that the patient noticed breakthrough leaks and was unable to adjust the device. The patient notified their managing health care provider (hcp) about the return of symptoms, lack of stimulation sensation, and poor communication. The step taken to resolve the return of symptoms, lack of stimulation sensation, and poor communication was that the patient had an appointment to replace the device this month. T he indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.